Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error. Customer reported that the battery cap was normal. Customer reported that the insulin pump had insulin or water in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring clear. After battery installation, the device powered up with a blank display due to corroded batter tube. Also, moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify pump error 25 due to the blank display. Device p-cap or test reservoir does not lock in place properly.